Event description:
Reference number (B)(4). Event occurred in brazil it was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was high and the patient was treated with injection. No further information available.